Event description:
Device did not function as expected. A 1.0 twist drill bit with countersink will not cut the countersink into the bone. The flute present acts almost as a stop for the bit. Screw heads were then burred to compensate for the lack of countersink.

Manufacturer narrative:
As part of a quality system improvement plan, stryker corporation conducted a 2 year retrospective MDR review to ensure appropriate MDR reporting decision. Events reported to stryker from (B) (6) 2006 to (B) (6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption (B) (4). There are 4 events associated with this event type (device broke or disassembled during use) and produce code ((B) (4)).